Event description:
Two certified nursing assistants were transferring a resident from bed to wheelchair with mechanical lift. Resident became stiff and jerked back, causing chain on lift to unhook by left shoulder, causing resident to land on floor, hitting head. Correct pad was used and properly hooked to lift prior to transfer of resident. Wheels of lift unlocked due to transferring.